Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, percutaneous coronary intervention was performed to treat the stenosis. The treatment is not to the target lesion where the study stent has been implanted. Ischemia was noted in the target blood vessel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-00899. Promus element plus (B)(6) clinical study. It was reported that restenosis occurred. In (B)(6) 2013, the patient presented with stable angina pectoris and the index procedure was performed. The 50% stenosed, 2.25mm x 20mm target lesion with a bend of between 45 and 90 degrees was located in the tortuous and mildly calcified distal left anterior descending(lad) artery. After pre-dilatation, a 2.25x32mm promus element plus drug-eluting stent was deployed at 11 atmospheres. A promus element stent was also deployed. After post-dilation, there was 0% residual stenosis and timi flow 3, and the procedure was completed. Two days later, the patient was discharged. In (B)(6) 2016, coronary artery restenosis in the proximal lad. As treatment, medication was given and angiography was performed. The following day, the event was resolved and no further patient complications were reported.